Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cassette was being filled with medical fluid when it was noticed there was a leak. This issue occurred during a pre-use check. There was no reported adverse events.